Manufacturer narrative:
(B)(4). Date sent: 12/17/2021. Investigation summary a partially unseated washer was observed at the cut link during the visual assessment. The washer has a slightly saddle shape to it with two weld tracks holding it in place. It is likely the washer was deformed due to forces applied during the explant procedure. The visual analysis excepting the unseated washer was consistent with an explanted device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications.

Event description:
It was reported that an explant has been scheduled for (B)(6) 2021. Reason for explant is unknown at this time.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month the event took place. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any intra-operative complications during implant? Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, at night, etc., )? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was done and have they received the test results? Do we have permission to contact the physician that performed the explant? If yes, what is the surgeon's name, address and telephone number. Did they have an autoimmune disease? Has the patient been prescribed medication? If yes, why was the medication prescribed? Was the medication prescribed to treat the dysphagia, gerd, etc. Were they taking this medication prior to implant ? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? On what date did the explant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?